Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was programmed with a manual bolus and a wizard bolus and monitored. The boluses were calculated, delivered and recorded properly in bolus history screen. No bolus wizard anomaly or display anomaly noted during testing. The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the insulin pump was not working properly. The customer's blood glucose was 463 mg/dl at the time of incident. The customer's blood glucose was around 300 mg/dl at the time of hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer performed troubleshooting and was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.